Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen body was reported to have stripes in the display and figures are only showing half. This humapen memoir burgundy pen body was associated with product complaint (B)(4), lot 0907c01. The returned device was found to have missing dose segments in the dose and time. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for three to six months. The device was returned on (B)(4) 2010. The humapen memoir burgundy pen body was not continued. Update 29-oct-2010: additional information received on 26-oct-2010 from the global product complaint database added the device specific safety summary; updated the EU/ca fields and the narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy reported that the display of a memoir pen device was missing segments. The device was returned for investigation (batch 0907c01, manufactured july 2009). A detailed investigation determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen body was reported to have stripes in the display and figures are only showing half. This humapen memoir burgundy pen body was associated with product complaint 1417536, lot 0907c01. The returned device was found to have missing dose segments in the dose and time. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for three to six months. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen body was not continued.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.